Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device produced only a partial seal of the vessel. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had partial seal. Performed the entire procedure complete double seals along the entirety of the greater curvature with no visual bleeding at the time of the seals. Seal cycle was complete, end tones were heard on all seals, no re grasp alert, also there was evidence of energy delivery. But just before the beginning of the stapling portion of the procedure for the creation of the gastric sleeve, there was bleeding observed on the omentum side around the area of the short gastric arteries. Was able to locate and stop the bleeding vessels and deemed this event occurred due to inadequate seals from the device location and sealing of bleeding vessels. No drastic measures were needed though, just standard actions to stop bleeding. There was minor/moderate bleeding (roughly 50cc's) and stopped quickly. There was temporary injury but no overall concern during the closure of the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during procedure, the device had partial seal. Performed the entire procedure complete double seals along the entirety of the greater curvature with no visual bleeding at the time of the seals. Seal cycle complete end tones were heard on all seals, no re-grasp alert also there was evidence of energy delivery. But just before the beginning of the stapling portion of the procedure for the creation of the gastric sleeve, there was bleeding observed on the omentum side around the area of the short gastric arteries. Was able to locate and stop the bleeding vessels and deemed this event occurred due to inadequate seals from the device location and sealing of bleeding vessels. No drastic measures were needed though, just standard actions to stop bleeding. Minor/moderate bleeding (roughly 50cc's) and stopped quickly. Temporary injury but there was no overall concern during the closure of the patient. A new device was not opened because it was working fine in other areas, but this device was supposed to consistently lay good seals. There wasn¿t any cleaning of the jaws at the time because it happened on the 4th or 5th seal on the short gastric arteries on a gastric sleeve. The surgeon just had to seal over open vessels in order to stop the bleeding, but there should not be any b leeding vessels from the initial seal and cut.

Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant product: vlft10gen ft series energy platformx1 (serial#: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.